Manufacturer narrative:
The reported complaint was confirmed by the field service rep (fsr). The fsr indicated a wire inside the level sensor cable is broken. The fsr installed a new level sensor on the system. With the sensor replaced, the unit operated to MFR spec and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the alert level sensor intermittently failed. The issue had been ongoing for approx one month. The customer had been draping the wire in a way that the unit would work. When the cable was not draped just right, they were getting an audible tone. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss, or no adverse consequences to the pt.